Event description:
Patient in for cardiac cath procedure for chest pain with nstemi. Following deployment of stent, stent balloon failed to deflate, despite multiple attempts. Inflated balloon was ultimately pulled from vessel with difficulty. Residual trauma to vessel was successfully treated with 2 additional stents (different brand). During this event ticagrelor 180mg x1 given. Hypertensive during case with chest pain requiring IV nitro drip. Morphine 2mg IV given with improvement with pain. Plavix 300mg x 1 given.